Event description:
It was reported that during a therapeutic colonoscopy with polypectomy using the endoscopic mucosa dissection technique the physician documented "2 small defects in the muscularis propria observed with no full perforation." Physician documented "tissue edges approximated and 11 clips were placed." The polyp being removed was reported to be 40mm in size and was found in the ascending colon. The device failed to provide enough water pressure/intensity to lift the lesion; therefore, the physician had to switch the technique to endoscopic mucosal resection (emr) and remove the lesion in the "piecemeal" technique. The patient was discharged home on (B)(6) 2020 after being admitted for the procedure. She had to undergo surgery after experiencing abdominal pain the day after the procedure, and underwent an exploratory laparotomy and a right hemicolectomy. Patient was discharged home with a wound vac. This is related to MFR. Report # 9611174-2020-00037.